Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant the atrial lead exhibited a sensing anomaly. It was determined that the lead had dislodged. During the lead revision procedure, the lead exhibited loss of sensing. The lead was explanted and replaced on (B)(6) 2016. The patient was stable.